Event description:
It was reported that the machine displayed helium loss alarm while pumping during preventive maintenance. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was an autocat2 pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed. Several of the ports appeared dirty with an unknown substance. The pcs assembly was installed into a known good lab inventory ac2 for functional testing. The pump started up successfully. The leak test was performed and failed. During the test, the pump alarmed "possible helium loss 3 (2)". The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. V2, v3, and v4 responded properly to the 12v supplied with an audible click, indicating proper valve function. V1 did not respond properly. Visual inspection of the pcs assembly internal hardware was performed. V1 was noted to be loose, which could have caused the helium loss alarm. A small amount of potentially blood was also noted in v1. A significant amount of dried, flaky white substance was noted near the threads of v4. This was potentially old teflon tape. Due to the loose valve, the valves were reattached properly, and the pcs was retested. All valves now responded properly to the 12v supplied. Pumping was initiated and no alarms were noted in 30 minutes. In summary, the reported complaint of helium loss alarm is confirmed. The v1 vent valve was found to be loose during the complaint I nvestigation, which potentially caused the reported alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the loose vent valve. The root cause of how the valve became loose is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the machine displayed helium loss alarm while pumping during preventive maintenance. No patient involvement reported.